Event description:
It was reported on (B)(6) 2012, that a site had an issue with the programming system. A company representative went to the site to troubleshoot and could not find an issue with the handheld device and thought the issue was due to either the programming wand or the serial adapter cable. Further troubleshooting by the company representative revealed that the issue appeared to be due to the serial adapter cable however the wand was missing a black piece so he wanted to go ahead and have both the serial adapter cable and programming wand replaced. Replacements were sent to the site and the programming wand and serial adapter cable in question were returned to the manufacturer for analysis. Analysis of the programming wand revealed that the strain relief grommet on the serial data cable became dislodged however the integrity of the serial data cable continuity was not compromised by the dislodged strain relief grommet. The programming wand functioned properly despite the visual anomaly of the dislodged strain relief grommet. During analysis of the serial cable of the handheld device it was found that the serial cable was unable to establish communication with a demonstration generator using a known good wand and handheld device. The cause for the communication difficulties was found to be associated with four broken wire connections on the axim connector plug pcb. Once the wires were soldered back onto the dell axim connector plug pcb, the serial cable was able to establish communication between the handheld, wand, and generator. The most likely cause for the wire breaks can be associated with mishandling of the serial cable. No further anomalies were identified.